Manufacturer narrative:
In the initial medwatch, the first line of b5 describe event or problem should have been: "the initial reporter received a questionable elecsys anti-hbs ii result from one patient sample tested on the cobas 8000 - cobas e 602 module." Instead of: "the initial reporter received a questionable elecsys anti-hbs ii result from one patient sample tested on the cobas 8000 - cobas e 602 module or a cobas e 601 module." The qc was within specifications. A general reagent issue can be excluded. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas 8000 - cobas e 602 module is 1207-02. There was no serial number provided for a cobas e 601 module. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys anti-hbs ii result from one patient sample tested on the cobas 8000 - cobas e 602 module or a cobas e 601 module. The result from the e 602 or e 601 module was 7.91 iu/l or 7.96 iu/l. This result was deemed a false negative. The result from an e 801 module was 39.1 iu/l. The reporter stated that both results were repeatable.